Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead.

Event description:
A patient reported on (B)(6) 2016 stating that their knee buckled and they fell on friday, (B)(6) 2016. They had been feeling stimulation until that occurred, and they also felt a zap where the lead wire was and a sharp pain in their leg at the knee. They'd had problems getting stimulation since then. There was poor communication with the patient programmer (pp), and they were not able to communicate with the implantable neurostimulator (ins) using the ins recharger (insr) either. Their last successful recharge was noted to be two weeks prior to report, and they last felt stimulation a week before report. The patient tried to "reset" it, and they got a power on reset (por) message with the insr, and they could not turn stimulation on. The patient used the pp and insr during the call, but they only saw a poor communication message. The patient said that their lead wire might have come out of position as a result of the fall. The change in therapy or symptoms was noted to be sudden. The indications for use were non-malignant pain and complex regional pain syndrome type 2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.